Event description:
Discordant, falsely elevated sodium results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). During a routine quality control (qc) run on the instrument, the operator discovered that qc was high. Patient samples that had been tested for sodium were repeated on an alternate instrument. The customer stated that ten patient results were discordant by a difference of more than 4 mmol/l. The corrected results were reported to the physician(s) for three of the patients. Sodium was being administered to one patient (sid (B)(6)) prior to the discordant result. The treatment was stopped after the falsely elevated result was obtained. Treatment was resumed once the corrected sodium result was issued. There are no known reports of adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they had replaced a sensor, after which the diluent check failed. During troubleshooting, the ccc specialist instructed the customer to replace the salt bridge cap assembly, prime the integrated multisensor technology (imt) system fluids, replace standard a and standard b reagents, prime the salt bridge, and replace a sensor. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced tubing and the rotary valve x-seal. A super-conditioning was run on the instrument. The diluent check and calibration were then run and passed. Precision testing was run on qc and resulted within acceptable limits. The cause of the discordant sodium results is unknown. It was also determined that the customer was not centrifuging patient samples according to tube manufacturer specifications, which is a failure to follow instructions. This instrument is performing according to specifications. No further evaluation of the device is required.